Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting noise on the presenting electrogram (egm) due to the presence of the patient's left ventricular assist device (lvad). Technical services (ts) suggested reprogramming. There were no inappropriate stored episodes to indicate oversensing. Additional information was received which reported that the patient now has had inappropriate shock therapy due to oversensing. It was noted that smart pass was disabled due to low amplitude. Ts informed there are not many options since the patient has a lvad and low signal amplitude. Ts recommended to program the device to 2x gain. At this time the system remains in service. No adverse patient effects were reported.